Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2015 and device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included nickel sensitivity, ovarian cyst, cesarean section, uterine bleeding and pap smear abnormal. Previously administered products included for an unreported indication: loestrin and depo-provera. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ lower pelvic"), allergy to metals ("allergy ¿ nickel ¿ diag. Pre-essure"), fatigue ("fatigue,"), alopecia ("hair loss,"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, allergy to metals, weight increased, vaginal haemorrhage, migraine and dysmenorrhoea outcome was unknown and the pelvic pain, fatigue, alopecia, headache and nausea had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Batch no b76530, production date 2013-10-04, expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: reporter was added. On 21-apr-2021: aka, reporter and medical history added from mr. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)'). In an adult female patient who had essure (batch no. B76530), inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed, "essure confirmation test: no". The patient's medical history included: nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain: lower pelvic"), allergy to metals ("allergy: nickel diag. Pre-essure"), fatigue ("fatigue"), alopecia ("hair loss"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines/headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea"). And was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, allergy to metals, weight increased, vaginal haemorrhage, migraine and dysmenorrhoea outcome was unknown. And the pelvic pain, fatigue, alopecia, headache and nausea had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Batch no: b76530, production date: 2013-10-04, expiration date: 2016-10-31. Quality safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021,pfs received: event outcome were updated: pelvic, fatigue, headache, nausea to recovered. We received a lot number in this case. A technical investigation will be conducted. Including a batch review, and a review of complaint records and other relevant data. Should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2015. The patient's medical history included nickel sensitivity, ovarian cyst, cesarean section, uterine bleeding and pap smear abnormal. Previously administered products included for an unreported indication: loestrin and depo-provera. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ lower pelvic"), allergy to metals ("allergy ¿ nickel ¿ diag. Pre-essure"), fatigue ("fatigue,"), alopecia ("hair loss,"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, allergy to metals, weight increased, vaginal haemorrhage, migraine and dysmenorrhoea outcome was unknown and the pelvic pain, fatigue, alopecia, headache and nausea had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Batch no b76530 ,production date 2013-10-04 , expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint . Amendment: the report was amended for the following reason: due to internal review the event 'device monitoring procedure not performed' was deleted since in follow up it was reported that a essure confirmation test had been performed. No new follow-up information was received from the reporter. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2015. The patient's medical history included nickel sensitivity, ovarian cyst, cesarean section, uterine bleeding and pap smear abnormal. Previously administered products included for an unreported indication: loestrin and depo-provera. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ lower pelvic"), allergy to metals ("allergy ¿ nickel ¿ diag. Pre-essure"), fatigue ("fatigue,"), alopecia ("hair loss,"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (laparoscopic assisted vaginal hysterectomy, bilateral salpingectomy.). Essure was removed on (B)(6) 2019. At the time of the report, the heavy menstrual bleeding, allergy to metals, weight increased, vaginal haemorrhage, migraine and dysmenorrhoea outcome was unknown and the pelvic pain, fatigue, alopecia, headache and nausea had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, heavy menstrual bleeding, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Batch no b76530, production date 2013-10-04, expiration date 2016-10-31. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 5-may-2021: quality safety evaluation of ptc.fu 11 and 12 process together. On 28-apr-2021: pif received. Reporter's information added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)' in an adult female patient who had essure (batch no. B76530) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ lower pelvic"), allergy to metals ("allergy ¿ nickel ¿ diag. Pre-essure"), fatigue ("fatigue,"), alopecia ("hair loss,"), headache ("headaches"), vaginal hemorrhage ("vaginal bleeding"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, pelvic pain, allergy to metals, fatigue, weight increased, alopecia, headache, vaginal hemorrhage, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal hemorrhage and weight increased to be related to essure. Batch no b76530; production date 2013-10-04; expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-dec-2020: quality-safety evaluation of ptc. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ lower pelvic"), allergy to metals ("allergy ¿ nickel ¿ diag. Pre-essure"), fatigue ("fatigue,"), alopecia ("hair loss,"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches"), nausea ("nausea") and dysmenorrhoea ("dysmenorrhea") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, pelvic pain, allergy to metals, fatigue, weight increased, alopecia, headache, vaginal haemorrhage, migraine, nausea and dysmenorrhoea outcome was unknown. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 14-dec-2020: mr received- new event nausea, dysmenorrhea (cramping), vaginal bleeding, migraines / headaches, were added. Lot number was added. Pain - other updated as pelvic pain female. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure (batch no. B76530) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "failure to occlude fallopian tube" in (B)(6) 2015 and device monitoring procedure not performed "essure confirmation test:no". The patient's medical history included nickel sensitivity. Previously administered products included for an unreported indication: loestrin and depo-provera. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea"). In (B)(6) 2016, the patient was found to have weight increased ("weight gain"). On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pelvic pain ("pain ¿ lower pelvic"), allergy to metals ("allergy ¿ nickel ¿ diag. Pre-essure"), fatigue ("fatigue,"), alopecia ("hair loss,"), headache ("headaches"), vaginal haemorrhage ("vaginal bleeding"), migraine ("migraines / headaches") and nausea ("nausea"). The patient was treated with surgery (hysterectomy (partial), salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, allergy to metals, weight increased, vaginal haemorrhage, migraine and dysmenorrhoea outcome was unknown and the pelvic pain, fatigue, alopecia, headache and nausea had resolved. The reporter considered allergy to metals, alopecia, dysmenorrhoea, fatigue, headache, menorrhagia, migraine, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. Batch no b76530, production date 2013-10-04, expiration date 2016-10-31. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-mar-2021: pfs received. Reporter information, historical drugs, event: fallopian tube occlusion failed, event onset dates added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia (heavy menstrual bleeding)') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation test: no". The patient's medical history included nickel sensitivity. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required), pain ("pain ¿ other"), allergy to metals ("allergy ¿ nickel ¿ diag. Pre-essure"), fatigue ("fatigue,"), alopecia ("hair loss,") and headache ("headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (hysterectomy (partial)). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia, pain, allergy to metals, fatigue, weight increased, alopecia and headache outcome was unknown. The reporter considered allergy to metals, alopecia, fatigue, headache, menorrhagia, pain and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: pfs received: event injury was replaced with pain ¿ other, menorrhagia (heavy menstrual bleeding, allergy, fatigue, weight gain, hair loss, headaches. Medical history, suspect drug start and stop date added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.